Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that it was unknown to the company representative at this time, but they were called today by the clinic and were told a catheter revision case was scheduled to occur on (B)(6) 2020. It was noted that no further information was shared with the company representative at this time. Diagnostic tests and troubleshooting performed were unknown. Environmental/external/patient factors that may have led or contributed to the issue was also unknown to the company representative. The issue was not resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) That the patient was taking at the time of the event was unable to be obtained. The patient¿s medical history was noted as having been requested but would not be made available. No further patient complications have been reported as a result of this event.